Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). An 8mm x 3.50mm nc quantum apex mr was advanced for pre-dilation but failed to cross the angulated lesion. The procedure was completed with another smaller sized balloon catheter. No patient complications were reported. However, returned device analysis revealed that the balloon tear.

Manufacturer narrative:
Device evaluated by MFR.: a microscopic examination of balloon profile revealed 1mm tear was noted on the balloon. The tear was 1mm distal to distal markerband. Visual and tactile examination of the hypotube shaft, outer / mid-shaft sections or the inner lumen of the device identified no issues. Microscopic examination of the proximal, distal markerbands and tip identified no damage.